Manufacturer narrative:
The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the spo2 readings are going down to 65% when the patient was not critical. The doctor has disconnected the sensor from the cable and reconnected and the spo2 was 98%. No patient impact or consequences were reported.